Event description:
A customer reported an event of an ¿odor¿ or smell emitting from the sterrad® 100nx sterilizer. It was reported that five health care workers (hcws) detected the odor and experienced minor respiratory and/or skin reactions. All five hcws exhibited symptoms of red, itchy rash over the ¿whole body¿. It was reported that all five hcws wore ppe of masks, gowns, and gloves, and they evacuated the room to help resolve the symptoms. Hcw1 was unloading from the sterilizer¿s chamber and experienced an additional ailment of dysphonia; the dysphonia resolved in 8 hours and the rash with eruptions resolved in 24 hours, and no medical treatment was reported. Hcw2 experienced breathing difficulty and a rash with papules; the breathing difficulty resolved in 6 hours and the rash resolved in 24 hours with no medical treatment reported. The remaining three hcws only experienced the skin reaction of rash with eruptions; however, the condition lasted 5 days and was treated with an over-the-counter (otc) oral antihistamine loratadine. Lastly, all five hcws were reported to have recovered. An asp field service engineer was dispatched to assess the unit onsite. The information suggests the respiratory and skin reactions were not serious and resolved with no or minimal medical treatment. However, this event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A field service engineer was dispatched to the customer site. The catalytic converter and oil mist filter were replaced to resolve the odor/smell issue. Unit meets specifications and was returned to service. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Correction: per the secondary review of this event, it was discovered that hcw2 was incorrectly referenced in block b5 of the initial medwatch report. Hcw5 was the personnel who exhibited the reported minor symptoms. Corrected statement is as follows: ¿hcw5 experienced breathing difficulty and a rash with papules; the breathing difficulty resolved in 6 hours and the rash resolved in 24 hours with no medical treatment reported.¿ h3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smell issue, and system risk analysis (sra). The device history record (DHR) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smell issue for the sterrad® 100nx unit was reviewed for the prior six months from open date and no significant trend was observed. Review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for further analysis. The assignable cause of the odor/smell is likely due to the catalytic converter and oil mist filter. The asp field service engineer replaced the parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).